Event description:
It was reported that the device was not thought to be defective and that there was possible avascular necrosis within the femoral head. The acetabular cup was not revised.

Event description:
It was reported that a revision was performed due to pain.